Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d4 ICD, implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture. The patient came in for a lead revision, at which point fluoroscopy revealed that the rv and left ventricular (lv) leads had both dislodged. The device had also been twiddled by the patient and rotated back into the pocket. The lv lead was removed and replaced. The right ventricular (rv) lead had adhered to the svc at the coil, resulting in poor rv lead placement and rv undersensing. The rv lead was unable to be removed and was therefore capped and replaced. The new rv lead exhibited high impedances after multiple repositioning attempts due to tight clavicular space and previous adhered leads. The helix appeared to still move adequately and the lead tip was stable as was sensing. Patient had low blood volume that was accentuated by a long case and additional blood loss. This was thought to impact the final impedance as well the lead remains in use. No patient complications have been reported as a result of this event.